Event description:
The lifevest properly detected ventricular tachycardia (vt) seven times between 13:11:03 to 21:59:34 on (B)(6) 2022. Response button use and rate threshold adjustment (response button use 30 seconds after treatment sequence starts, and stable vt, result in a rate threshold adjustment) prevented the lifevest from treating the patient. The response buttons functioned appropriately. On (B)(6) 2022 at 22:04:05, the patient was inappropriately treated 1 time by the lifevest. The patient was reportedly unconscious and did not press the response buttons. Multiple counting of the ECG signal contributed to the false detection. No injury was reported from the treatment. The patient went to the hospital for evaluation and is no longer wearing the lifevest. As reported, the patient will be receiving an implantable cardioverter-defibrillator (ICD). No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.